Event description:
The pt has an scs system which includes two leads from the same lot. The leads are implanted in the occipital region (off-label). It was reported the pt was receiving stimulation in the wrong area. X-ray imagery confirmed the leads had migrated. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.